Event description:
Device malfunction: foot break. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. The physician deployed the foot and gently pulled the device back to position the foot against the arterial wall. The blood exiting the marker lumen was not significantly reduced, so the physician attempted to adjust the device and pulled the device slightly backward. A loss of resistance occurred and the device came out of the arteriotomy. The physician inspected the device and noted that the anterior foot was missing. The physician did not feel the foot remained in the vessel or wound track. There was slight vessel injury. Hemostasis was achieved with manual compression. There were no reported patient sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.